Event description:
Related manufacturer reference number:2017865-2023-16834 . It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the ventricular lead was not capturing or sensing, and it appeared as though the atrial lead may have been capturing the ventricle. It was likely that the lead dislodged however, an x-ray was performed, and it appeared that the leads had not moved. It was noted that the device had flipped, and the patient was receiving diaphragmatic stimulation. Micro-dislodgement and twiddlers were suspected. The patient was brought into the lab the same day for a lead replacement/revision. Upon inspection under fluoroscopy, neither lead appeared to have moved. Upon testing the leads on the psa, the v lead was still not capturing or sensing, however, the a lead appeared to be functioning properly. The patients right ventricular lead was successfully repositioned. The patient was in stable condition.